Event description:
The customer reports back to back results of 199 mg/dl on his meter and 93 mg/dl on his doctor's meter. No report of an adverse event. Controls were not run. Return requested and replacement was sent.